Manufacturer narrative:
Correction: h6 added ime codes reported previously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that that the patient had a hematoma with bleeding surrounding the device implant site, with a portion of the wound open. Clotted blood was expressed from the wound with reduction in hematoma size. The wound was closed with the use of steri-strips, a pressure dressing was applied to the wound and antibiotics were prescribed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately four weeks after implant that the patient experienced a "device site infection" resulting in swelling, bruising and drainage from the device site. The implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.